Event description:
Device malfunction: none. Symptoms/ae: in-stent restenosis. Time of malfunction/ae: 10 months after procedure. It was reported that approximately 10 months post an uneventful right internal carotid artery stenting procedure, the patient was found to have 80% asymptomatic in-stent restenosis. The restenosis was treated with angioplasty. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Restenosis of the stented artery is a known potential adverse event associated with the use of carotid stents as stated in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished lot history record did not reveal any non-conformities which could have contributed to this event.